Event description:
The customer reported that the knife blade became stuck. There was no pt injury. The site contact was not able to provide add'l details regarding the device or incident. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.